Event description:
The customer reported that their ccu acuity system's cpu rebooted twice. First reboot occurred on (B)(6) 2012, the second on (B)(6) 2012. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.